Manufacturer narrative:
The device is not returned. As such, the actual device evaluation is not performed. Evaluation is done by historical data and communication. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or dispersion in manufacturing. Reported issue for this event is that the power signal was going out intermittently. The video processor was also associated with this event. The customer has communicated that the issue was resolved with troubleshooting on site. Details of the troubleshooting are not available. It is likely that there was a problem with the power supply of the video processor, and that there is no abnormality in this device. It is possible that the issue was caused by the user hitting the front panel against something hard. Additionally, four years or more have passed since the delivery of the device, and wear of the connector part due to repeated use for a long period of time may also have contributed to the event.

Manufacturer narrative:
This is the second of two associated medwatch reports filed for this event. Two devices used in the event were suspected to have failed. There is no additional information available for the event as yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use for an unknown diagnostic procedure the power signal was going out intermittently. The video processor being used in the event was also associated with this power issue. In addition, the connection point of the scope was loose. There is no patient involvement.